Event description:
It was reported to philips that the system's flexvision computer needed to be replaced, which can indicate a booting issue. No harm to the patient or user was reported. We are conservatively reporting this event as the investigation is ongoing.

Manufacturer narrative:
Philips investigated this complaint and determined that no boot up issue or malfunction of the flexvision pc had occurred. Investigation confirmed that the issue was the inability to complete a planned corrective action on the flexvision pc during a scheduled service visit. The corrective action was rescheduled and subsequently completed. Upon completion, the system was confirmed to be in full working order and returned to clinical use. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received confirming that no system malfunction had occurred. The reported issue was related to not being able to complete a planned service action. Therefore, philips has re-evaluated this complaint as not reportable. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from3003768277 to 3042175844, effective (B)(6) 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices.